Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of implantable cardioverter defibrillator, elective replacement indicator was triggered on (B)(6) 2018. It was suspected that premature battery depletion occurred. The device was explanted and replaced on (B)(6) 2018. The patient was stable post-procedure.